Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the rewinding the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump was received with a retainer ring that was smashed inwards at the lateral side. Unable to insert a test sc1-cap and reservoir into the reservoir compartment due to the smashed in retainer ring. The following were noted during visual inspection: reservoir tube lip and retainer ring smashed inwards at the lateral side. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the rewind, prime/seating, basic occlusion, and force sensor tests. Unable to perform the displacement and occlusion tests due to the smashed in retainer ring. No signs of a cracked or broken reservoir were noted inside the reservoir compartment during testing. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. The top 2/3 of the motor slide was missing however. In summary, the customer¿s report of being unable to get the reservoir out of the reservoir compartment was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.